Event description:
We received an allegation of a defective/pixelated display with the coaguchek xs meter. The reporter alleged the display screen becomes partially pixelated making it difficult to read the monitoring results and strip lot numbers. The batteries were replaced, meter was reset. Now the meter will not power on.

Manufacturer narrative:
Occupation is patient/consumer. The meter was requested to be returned for investigation.

Manufacturer narrative:
The reporter's meter was received for investigation. The display did not show any noticeable errors during the examination. The investigation shows that the battery compartment was contaminated by a leaked battery. There is no visible contamination on the circuit board the "power problems" mentioned are due to the heavy contamination of the battery contacts. This can also lead to temporary flickering or failure of the display. Medwatch fields d9 and h3 were updated.